Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-04948. It was reported that the patient's device experienced driveline power fault errors after a modular and system controller exchange to address cosmetic tears to the outer jacket of the modular cable. Another modular cable and system controller exchange was done for the driveline power fault alarms. A review of the log files by technical services found driveline_power_fault alarms on (B)(6) 2021 at around 0910. There were no other issues noted regarding the patient's driveline/modular cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed with the returned system controller (serial # (B)(6)). The returned device was tested together with laboratory equipment and the driveline power fault alarm was active. Further evaluation of the system controller revealed a damaged/opened fuse in relation to the reported alarm. The damaged/opened fuse was replaced, and the device functioned as intended thereafter. The repaired system controller was tested together with the returned modular cable (lot # 8058335) and the driveline power fault alarm could not be reproduced. The log file captured a controller fault alarm event that became active on august 23 at 8:59 am. The controller fault alarm event appears to be related to a ¿fuse b open¿, which is consistent with the analysis of the returned device. It was noted the driveline did not appear to be connected at the time. The analysis could not determine a root cause of the reported damaged/opened fuse during the evaluation. A review of the device history record indicated the device was manufactured in accordance to mfg and qa specifications. The system controller (serial # (B)(6)) was shipped to the customer on 10aug2021. The heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. Also, under this section, the heartmate 3 patient handbook informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. The heartmate 3 instructions for use instructs patients to ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.